Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of not being able to rewind insulin pump. Customer also reported that buttons were sticking. Customer's blood glucose was 600 mg/dl due to not having insulin for two days as customer had to wait two days for insulin. Customer also reported that serter was working properly and it was tossed out. After troubleshooting, customer was advised that insulin pump and serter would need to be replaced.